Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to migration of the electrode array. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 10, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 5, 2024.